Manufacturer narrative:
Should have been reported as (B)(6) 2012.

Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible with isometrics which was leading to inappropriate mode switch. Reprogramming was performed to resolve the issue. Other lead measurements were within range. No patient symptoms were reported and will be continued to be monitored.